Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose of 572 mg/dl. Caller requested assistance with entering blood glucose and carbs into insulin pump, to know how much insulin was on board and how to change basal rates. Caller received assistance with bolus wizard. Caller declined troubleshooting for high blood glucose.